Event description:
(B)(4). My blood now had positive d-dimer and I was in the emergency rom a few weeks ago. They think I have a clot or an underlying issue that can cause a clot. Currently undergoing tests. I want this essure out, almost 5 years with this but I'm afraid to go through surgery to remove it.